Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer was snorkeling and the insulin pump stop working. The did not turn it off while snorkeling. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
Constant tone due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.